Event description:
The customer reported that a low anterior resection was completed with no complications. It was completed within 2.5 hours. Two hours after the operation, the pt "crashed" and required emergency surgery due to a re-bleed of the ima. The loss of blood was estimated at over 1 liter. The vessel was tied to stop the bleeding. One week after the operation, the pt suffered from infections, which were controlled by drugs. The pt suffered a fatal stroke.

Manufacturer narrative:
The incident handpiece is not available for eval. It has been thrown out by the site. The info provided by the customer does not directly implicate the inadequate seal as the underlying cause of death. Our medical director will contact the customer to attempt to obtain other significant info related to the report of inadequate seal. The incident generator was evaluated and found to function to specification. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. See scanned pages.